Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the alarm on the g5 mobile application did not sound when the smart device was on silent. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the downloaded data log observed that the smart device was set to vibrate only. The complaint confirmation was unable to be determined. A root cause could not be determined.